Manufacturer narrative:
The field service engineer replaced diluent lot# 3510540 with new diluent, lot 3510690. After new diluent was primed, backgrounds passed. (B)(4). This MDR is related to MDR 1061932-2014-02143 for an additional lot of coulter dxh diluent with the same issue at the same customer facility.

Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.